Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation where an index result and a dose result for advia centaur xp sars-cov-2 total (cov2t) where for one sample, the dose result interpretation was non-reactive (negative), but the index result interpretation was reactive (positive). The interpretation of results section of the instructions for use (IFU) states: "the system reports advia centaur cov2t assay results in index values or u/ml and as nonreactive or reactive: nonreactive: <1.00 index (u/ml). These samples are considered negative for sars-cov-2 antibodies. Reactive: <=1.00 index (u/ml). These samples are considered positive for sars-cov-2 antibodies." The calculation of results section of the IFU states: "conversion formula: 1.00 index value = 1.00 u/ml." The limitations sections of the IFU states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer observed that the advia centaur xp sends both an index result and a dose result for sars-cov-2 total (cov2t) assay diluted samples. The customer provided data demonstrating discordance in results where for one sample, the dose result interpretation was non-reactive (negative), but the index result interpretation was reactive (positive). The customer stated that the advia centaur xp cov2t index is considered correct. There are no known reports of patient intervention or adverse health consequences due to this cov2t event.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00052 initial report on 2022-02-10 and MDR 1219913-2022-00052 supplemental 1 report on 2022-05-25. Additional information - on 2022-06-01: an advia centaur xp outside the united states customer observed a reactive sars-cov-2 total (cov2t) result transmitted with a dose value of 0.00 to the laboratory information system (lis). The customer informed siemens that they defined a dilution profile for cov2t, and the samples are scheduled to run diluted on their advia centaur system. The customer informed siemens that a reactive dilution result was displayed correctly on the advia centaur xp user interface (ui). However, the patient result transmitted to the lis included a dose value (0.00) and relative light units (rlus) that exceeded the assay range. The following is an example of the data that transmitted to the lis for a reactive cov2t patient sample: interpretation 'reactive', index value '>/=45.00', rlu value '2,000,000', dose value '0.00'. Siemens reviewed the system files and performed dilution tests with the sars-cov-2 total (cov2t) and sars cov-2 igg (scovg) assays. The behavior reported by the customer was not observed when the advia centaur xp system ran cov2t and scovg neat samples or with a x5 dilution. Siemens noted that results were displayed correctly on the advia centaur xp ui, and the lis transmission did not include a dose value. Siemens defined a dilution profile for cov2t and scovg, ran similar tests, and reproduced the reported behavior where a dose value (0.00) was transmitted to the lis. The investigation concluded that the issue could occur when the customer defines a dilution profile for cov2t and or scovg, and the following conditions are met: the advia centaur xp system is running with software version 7.3.0.4, test definition (tdef) version en, ep, eq, or ER is loaded, the patient result is reactive and relative light units (rlus) that exceed the assay range after dilution. Therefore, the reported behavior caused confusion as the customers are instructed to interpret a result that is less than (<) 1.00 index (u/ml) as 'nonreactive' and a result that is equal to or greater than (>/=) 1.00 index (u/ml) as 'reactive' as per the cov2t and scovg instructions for use (ifus). The cov2t and scovg assays are intended to aid in the diagnosis of patients with suspected sars-cov-2 infection and as an aid in identifying patients with an adaptive immune response to sars-cov-2, indicating recent or prior infection. A positive test result may indicate vaccine-derived antibodies to sars-cov-2 in vaccinated individuals. As per the cov2t and scovg instructions for use (ifus), the advia centaur xp system generates a valid index result on the user interface (ui) and transmits a valid interpretation (e.g., reactive) and index result to the lis for interpretation. No product non-conformance identified. There is no action to be taken by customers. Customer is operational. No further investigation in required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on 2022-02-10. Additional information - (B)(6) 2022. The customer does not report results directly to physicians when this issue occurs (when both an index result and a dose result are incorrectly sent to the lis), but manually manages the results. The customer only reports the result displayed on the advia centaur xp instrument, which is considered correct. Siemens continues to investigate.